Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was reprogrammed numerous times without being able to get coverage to bilateral feet and had increased charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure, and two additional leads were added. The patient was doing well postoperatively. The explanted device will not be returned per facility policy.